Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a normal pulse generator changeout due to an elective replacement indicator, the device lost output after being exposed to electrocautery. The patient also experienced bradycardia. Upon interrogation, the device was found in backup vvi mode. The device was explanted as planned.